Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-july-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station refrigerator lock had gotten stuck when attempting to open and required the use of an override key. The field service engineer cleaned all connections on the latch mechanism and confirmed the system was functioning properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator was getting stuck when user attempting to open it, requiring the use of the override key. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.